Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. Concomitant medical products: mdt-lead x 2 this device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high and varying impedance on the superior vena cava coil of the right ventricular lead. The coil was programmed off and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.